Manufacturer narrative:
Results: a sample was not returned for evaluation. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) was opened for this complaint.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter, when retracting the needle the sleeve feel apart and the needle stuck out. No injury or medical intervention.